Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Citation: taiwanese journal of obstetrics and gynecology 2013;52:389-394.

Event description:
It was reported in journal article ¿high success rate and considerable adverse events of pelvic prolapse surgery with prolift: a single center experience¿ that the aim of this study was to analyze short-term outcomes of pelvic prolapse surgery using mesh during period december 2008 to october 2010. Postoperative adverse events included dyspareunia, fixation stitches exposure, difficulty of defecation, severe lower extremity neuralgia and numbness and accumulated mesh exposure. The adverse symptoms were relieved after removal of the mesh or stitches. The severe lower extremity neuralgia and numbness happened immediately after surgery and continued during two follow-up visits and medication provided only relief. In conclusion, mesh surgery provides good anatomical outcome and satisfactory symptom improvement at different periods of follow-up. Uterus-sparing prolapse surgery with mesh also has good results.